Event description:
(B)(4). Same case as: 2134265-2010-03916. It was reported that during a coronary stenting treatment procedure, incomplete stent apposition occurred. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 70% stenosed, 3.5mm in diameter and 15mm long. The target lesion was treated with direct stent placement of a 3.0x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 14mm long. The target lesion was treated with direct stent placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. During the index, post stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the taxus liberte stent. The stent was treated with post dilation with a non compliant balloon. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination device. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).